Event description:
This is a solicited case report received from a female consumer of unspecified age in united states on (B)(6) 2015 who was involved in an active online listening, study number: (B)(4), study description: essure® generic active online listening, and had essure (fallopian tube occlusion insert) inserted on an unspecified date for birth control. The consumer stated that she was still healing from the masses of issues from it. On an unspecified date, essure was removed. The product technical complaint (ptc) investigation and final assessment were received on 02-feb-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, case report received from a female consumer involved in an active online listening had essure (fallopian tube occlusion insert) inserted and stated that essure was removed and still was healing from the masses of issues from it. This event, considered as device medical removal, was considered serious due to required intervention and listed in the reference safety information for essure. In this particular case, this case was reported with limited information. Since the exact reason for essure removal was not specified and no follow-up will be possible; company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 02-sep-2015 (the previously event essure was removed and still was healing from the masses of issues from it was deleted). This case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-1115). Consumer stated she was (B)(6) at time of posting and that essure was inserted when she was (B)(6) (2010). She experienced swollen stomach, back problems, serious pain during periods, more than 2 periods in a month span, hot flashes, sickness, pain, stress and depression. Her coils moved into her tubes. Essure was removed. Company causality comment: this non-medically confirmed, case report received from a female consumer involved in an active online listening had essure (fallopian tube occlusion insert) inserted initially and follow-up information was identified during monitoring of postings on an FDA hosted docket website. The consumer had the coils moved into her tubes (seen as device dislocation). Essure was removed. Since the reason for essure removal was reported, the previously event essure was removed and still was healing from the masses of issues from it was deleted. Coils moved into her tubes is serious due to its medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of dislocation were not known, however given its nature a causal relationship with essure therapy cannot be excluded. Consumer had essure removed and due to the surgical intervention this case was considered an incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.